Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 61 months after the implantation, this lead was explanted on the (B)(6) 2013 due to impedance issues. No adverse patient side effects have been reported.

Manufacturer narrative:
2/6/2019 - corrected the event and explant dates.